Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was undergoing an upgrade procedure. During the procedure, the physician was unable to determine the distal/proximal on the df-1 terminals. The physician was able to dissect further into the pocket to be able to read the labeling. There was wearing noted on the insulation of the lead. When testing the impedance measurements, the measurements did fluctuate; however, they were within normal limits. The insulation was repaired and remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.